Manufacturer narrative:
Device valuated by MFR? Upon receipt, the ventilator will be sent to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was no pt involved in the incident.